Event description:
The cylinders and pump were removed from the pt and replaced due to failure.

Manufacturer narrative:
Pump performed within specifications. Cylinders was functional. Tubing had a fatigue and wear leak. Tubing was functional.